Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgment), (root cause of the stent dislodgement cannot be determined; limited information obtained available). Evaluation: results: no conclusion can be drawn (root cause of the stent dislodgement cannot be determined; limited information available). (B)(4).

Event description:
The physician was attempting to deploy a 3.5mm diameter x 15mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in a patient located in the rca with severe calcification. It was reported that the stent was not passed to the lesion. When the device was returned to the manufacturing facility, the stent was missing from the balloon of the device. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4) device evaluation: the distal tip was flared. The stent was not present on the balloon and the balloon was inflated.